Event description:
The plaintiff's attorney alleged that the plaintiff experienced hypotension on (B)(6) 2010 and a cardiovascular event followed by cerebrovascular event on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (hypotension) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-00109 and 1225714-2014-00110, 1225714-2014-00111 and 1225714-2014-00112.